Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the customer to health canada that "during open reduction internal fixation of patient¿s fractured pelvis, surgical drill bit broke off just behind the patient¿s hip joint behind the femoral head. Surgeon made a separate incision to attempt removal of the broken drill bit; however, the surgeon was unable to obtain the broken drill bit. A decision was made to leave it in place and only treat it if the patient experiences related symptoms. Anesthetic time was extended an extra hour." Additional information was received that "it was decided to remove the device with another procedure at a later date and via another approach. A hip arthroscopy was performed by another surgeon. The device was retrieved."